Event description:
It was reported that the patient presented to the hospital due to feeling extracardiac stimulation. Device interrogation revealed loss of capture and decreased sensing on the right ventricular (rv) lead. On (B)(6) 2025, an x-ray was performed noting that the rv lead became dislodged, and a revision procedure was performed. During the procedure, the helix could not be extended. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture, r-wave amp variation, and extra cardiac stimulation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over-torqued of the inner coil. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.